Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: there were no occlusion alarms in the history and testing did not product any occlusion alarms. During evaluation the force sensor was found to be out of calibration. (B)(6).